Event description:
This is the second similar report. The first reported on medwatch 1220908-2012-00806. Complainant alleged that while attempting to defibrillate a patient the device failed to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.